Manufacturer narrative:
Jain, d. And et al. Outcome of anatomic locking plate in extraarticular distal humeral shaft fractures. Indian j orthop, jan-feb; 51(1): 86¿92. This report is for unknown ¿ extraarticular distal humerus plate system (eadhp)/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article jain, d. And et al. (2017) outcome of anatomic locking plate in extraarticular distal humeral shaft fractures. Indian j orthop, jan-feb; 51(1): 86¿92. The purpose of this article is to evaluated the clinical and functional outcomes of treating extraarticular fractures of distal humerus with a 3.5-mm lcp extraarticular distal humerus plate (eadhp) system. This prospective study occurred between january 2012 and june 2015. The study included twenty-six (26) patients that included twenty-one (10) males and five (5) females with a mean age of 37.3 years (range 18¿72 years). The mean follow-up time was 11.6 months, (range 4-24 months). A copy of the literature article is attached to this medwatch. This is report 3 of 5 for (B)(4). This report is for an unknown ¿ extraarticular distal humerus plate system (eadhp) and refers to patient 13 (male, 30 years) who had cortical screw failure with union and no intervention performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.